Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture as they went for swimming. Customer stated that keypad was unresponsive. Customer also stated that they had diabetic ketoacidosis last year and was not using the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the customer has not been using the insulin pump for a year after the diabetic ketoacidosis event.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify keypad anomaly due to display anomaly. Peeled off keypad overlay and no damage noted on keypad traces.